Manufacturer narrative:
The manufacturer's investigation is on-going and further information will be provided once the investigation has completed.

Event description:
Following a manufacturer's audit on sites with truebeam, it was found that source characterisation for truebeam is referring back to 4d source characterisation within mosaiq. This could result in errant collimator angles.

Manufacturer narrative:
The manufacturer conducted a thorough evaluation of the product. The investigation found that the device had inconsistent machine characterization. The customer had configured their truebeam machine with 4d mac and/or 4d source expecting to limit their truebeam machine to behave as 4d. Elekta establishes an initial mac configuration with the customer which may be modified to meet the individual requirements of an individual unit. Elekta publishes guidance and provides one on one support when contacted but requires an authorized clinical user to sign off on the mac they accept for clinical use. There is a specific security right so the clinic determines who is authorized and responsible for confirming the mac conforms to their use. It is unknown as to why the customer changed the configuration. The source and machine files have been corrected. Based on the available information there was no indication of patient mistreatment.